Event description:
Customer alleged seat cracked. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model 9630-4, serial number/date code (B)(4). The owner's manual part number 1148075 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) female. The consumer's preexisting medical condition consists of a fractured hip (733.14) and a fractured ankle (733.16) 2 years ago. The consumer's stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer has been referred to a local dealer and an email was sent to the invacare parts division for replacement parts.